Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2017, 3 clips were successfully implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade to 2. On (B)(6) 2018, the patient presented with dyspnea and underwent a second mitraclip procedure. Mr was noted to have increased to grade 4. A single leaflet device attachment/slda was observed on the posterior leaflet of the middle clip. An additional clip was placed near the leaflet detachment and mr was reduced to a final grade of 3. The patient is well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (prolapse posterior p3 and flail on the posterior p2-p3). The reported worsening mr was likely a result of patient/procedural conditions due to the slda. The reported dyspnea (shortness of breath) was a symptom related to increased mr and slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.